Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that an advanix biliary stent was successfully implanted during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2022. It was reported that the indication for procedure was patients requiring placement of a plastic stent to the biliary tract for providing treatment of biliary strictures, patency to an impaired biliary duct, drainage of the bile duct and splinting of a bile duct during healing. On (B)(6) 2022 to (B)(6) 2022, the patient was admitted due to fever and rigors in the setting of current antibiotic treatment for cholangitis with biliary stent placement for obstruction related to pancreatic malignancy. The patient was given a medication of cipro, ceftriaxone and metronidazole. On (B)(6) 2022, the patient went back and was transitioned from ciprofloxacin to levofloxacin. It was noted that the patient underwent CT scan, and a pancreatic mass enlargement was found. On (B)(6) 2022, it was reported that an advanix biliary stent was successfully removed during an endoscopic retrograde cholangiopancreatography (ercp) procedure and was replaced with another of the same device.